Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have a broken blade. The broken piece was not returned with the instrument. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip of the harmonic ace instrument completely detached during a surgical procedure but did not result in any fragments falling into the patient. The instrument was inspected prior to use, and no abnormalities were found. The issue occurred during tissue dissection. The breakage happened in the middle to late stage of the surgery, and no functionality issues were noticed by the surgeon during the procedure. There was no collision with other instruments, and no photographic or video evidence is available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, 8mm harmonic ace instrument suddenly broke, but it did not cause any harm to the patient, and the broken end has been removed. The procedure was completed with no reported injury.